Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis(compression fracture) underwent kyphoplasty. Intra-op, cement might had penetrated to area around posterior wall and leaked into spinal canal. The patient is asymptomatic at the moment. Cement was homogeneous prior to delivery into the patient. The procedure was completed successfully with the original product. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.